Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to a significant amount of weight loss. Surgical intervention took place wherein the ipg was explanted, replaced and relocated to resolve the issue.